Event description:
The event is reported as: "customer alleges visistat is jamming before use, no staples are coming out. This was used by a veterinarian, no injury was incurred, as it jammed before they could use it." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to the complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.